Event description:
Customer called to report that the sample tube tops of the unicel dxh 800 coulter cellular analysis system were wet with blood/diluent after aspiration. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and flushed out the path from the rinse block to vc340 (probe waste chamber) with hot water and bleach. The fse ran the instrument for approximately one hour, after which the sample tube tops were no longer wet following aspiration. The repairs were verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
The root cause for the wet sample tube tops is unknown, but may be attributed to an obstruction in the path from the rinse block to the probe waste chamber. The issue was resolved with the maintenance services provided by the fse. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)